Event description:
It was reported that the customer was in the emergency room due to ketones and high blood glucose over 500mg/dl. The customer was dehydrated and vomiting. The events leading to his admission was flu, and also the cannula was bent. The father stated that the customer was hospitalized for two nights and he went back to normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.